Manufacturer narrative:
The device is returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, nor variations. There is no available repair history for this device. Upon testing and inspection, it was observed that the e116 error message was received. This is attributed to a faulty graphics processing unit (gpu). The user¿s complaint was confirmed.

Manufacturer narrative:
No additional information is available for this event as yet. Event date is not known. The e116 error for the device is indicative of the charge couple unit (ccu) malfunction (image development display error). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, an error code e116 was observed for the device. There is no reported harm or adverse impact for any patient.